Manufacturer narrative:
H.6. Investigation summary: no samples were returned as of (B)(6) 2020, therefore, the investigation was performed based on the photo provided. The customer provided two photos of a bd safetyglide syringe. Customer reported scale missing. The photos were reviewed, and it was observed that the syringe was missing scale markings. Manufacturing (holdrege) will be notified of the observe issue. A review of the device history record was completed for batch# 8325559. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200789164] noted that was print registration. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. Based upon the preliminary investigation, it is likely the condition that caused the missing print on the barrel occurred at the bd holdrege manufacturing plant at the safety glide printer operation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: at the printer operation, on (B)(6) 2019, the print quality was found to be out of registration, slanted lines and missing print on the barrel. The drive belt went out of time due to damaged barrels getting stuck under the belt. The damaged barrels were caused by a transfer rail going to slow. Corrective action: adjusted the air jets to have a better flow at the infeed prior to the drive belt. Rationale : complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that one syringe 0.5ml 30ga tw 8mm bls 400 sg has been found experiencing scale marking issues during use. The following has been provided by the initial reporter: scale missing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 0.5ml 30ga tw 8mm bls 400 sg has been found experiencing scale marking issues during use. The following has been provided by the initial reporter: scale missing.